Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had lost weight and was experiencing discomfort at the ipg site. As a result surgical intervention was undertaken (B)(6) 2019 where the pocket was revised. Issue resolved.